Event description:
The customer reported hemoglobin & hematocrit (h&h) check failed error messages resulting in incorrect hematocrit (hct), red blood cell (rbc), platelet (plt), mean cell hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) results, for separate patients, without instrument generated flags involving coulter lh 750 hematology analyzer. The customer stated high rbc and plt backgrounds were previously obtained during startup but passed prior to testing patient samples. The customer indicated the issue was intermittent and some patients, with abnormal results, were reanalyzed on an alternate instrument. Other patient results were compared to manual spun hct since there was insufficient volume for reanalysis. The customer indicated not all results had abnormal h&h check. The issue was observed in the automatic and manual modes. Further review of the customer-supplied data indicated high hct results were observed for patients 1 and 2, with no instrument generated flags, compared to manual spun hct results. Patients 4 and 5 demonstrated high rbc, hct, plt, and low mch and mchc, with no instrument generated flags, when compared to retest results on an alternate instrument. Patient 3 was indicated as incorrect, with instrument-generated suspect messages for white blood cell (wbc) and plt, but could not be repeated as the volume was insufficient. The erroneous results were released out of the laboratory. Amended reports were issued for five patients. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse), discovered tubes had fluid on them and replaced all waste and vacuum tubing. The fse replaced all valves involved and line vl64r. The fse also discovered lee valve 2 not functioning on manifold 4 probe. The fse replaced the probe and performed mode-to-mode verification. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications.